Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was loose, causing difficulties in charging the pump battery. Additionally, it was reported that the pump battery was depleting quickly. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.